Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damage connector) has been confirmed. Upon receipt the trunk cable connector was detached from the distribution node and missing. The root cause for the detached connector cannot be positively determined but is likely excessive force. No adverse event resulted from the defective electrode belt connector. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) distributor contact zoll customer support to report that a (B)(6) patient's electrode belt connector was damaged. The pt was issued a replacement electrode belt.